Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units cable needs replacement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The ECG connection cable was broken. Cable not detected by getinge expertise or supplied, because the cable refers to the philips multiparametric monitor therefore not within getinge competence. The unit will not be repaired by getinge. The unit is in operation.